Event description:
It was reported that the patient with this right ventricular (rv) lead experienced pocket stimulation. The device experienced minute ventilation signal oversensing. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.